Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller stated that the implant battery is not lasting as long and they are still feeling pain a lot more pain. Caller stated that the implant used to last them 3-4 days but now it only lasts up to 2 days. Caller stated that they still feel pain, and so they play with their settings and then they either feel zapping down their legs or they still have pain. Caller stated they think they should just have the implant replaced. Caller noted that they have tried to contact their representative, but have not heard back from them. Caller noted that after the implant was put in they moved to florida but now they are back to pennsylvania but can't switch insurance until january. Caller stated they won't be able to see anyone except emergency services because it'd be out of network. Agent redirected caller to healthcare provider to schedule an appointment for reprogramming. Agent offered to send physician listings, patient declined.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.